Event description:
During colonoscopy, random biopsies were attempted on polyps. The hot biopsy forceps would not take a bite from tissue. Tissue pulled and bleeding times three per m.o. Another package of forceps were then used and worked properly.